Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, a patient suffered severe damage from pressure ulcer, bleeding and hyper salivation as a result of the changing the device from pediatric tracheostomy tube cuffed pdc (which will no longer be manufactured as stated) to pediatric tracheostomy tube with tapeguard cuff pcf (which does not fit to the patient.) A dimensional issue in the tube angle was also reported.